Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection with sepsis. Reportedly, the patient went to the clinic due to open sore over the device and was admitted for system explant. There were no additional adverse patient effects reported. The crt-d was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection with sepsis. Reportedly, the patient went to the clinic due to open sore over the device and was admitted for system explant. There were no additional adverse patient effects reported. The crt-d was explanted.